Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed multiple episodes of noise reversions due to oversensing of the hvli check. Patient was brought into clinic to further evaluate the device, and noise could not be reproduced. Patient condition was fine and monitoring will continue.